Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. During the onsite inspection, the medtronic representative reported that the system's screen would not turn on, nor was any on-screen message observed. The rep checked the internal video connections, and the voltage of the power which measured at (B)(4) vac. It was found that the pc video card had a loose connection. After tightening the connectors, the issue was resolved. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A customer reported that the system main screen did not display an image and also showed "no signal" on the screen. The site then restarted the system but the issue was not resolved. No patient was present during the time of the reported incident, however, the site did have to cancel a planned surgery.